Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a broken sensor. Blood glucose level at the time of the incident was not provided. The caller also reported that the customer had recently been released from 48 days of hospitalization due to a tumor and reconstructive surgery. The customer's wife was advised that the sensor would be replaced but did not return the product for analysis.